Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer received an off no power alarm, as well as a battery out limit alarm. Customer's blood glucose level at the time was over 600mg/dl. Customer treated with manual injection. No significant event leading up to the incident was mentioned.